Event description:
The customer reported that the insulin pump has been re-setting and alarming ever since exposing it to an MRI scan. The customer stated that the technician assured him it was fine to wear it during the procedure. Advised the customer that insulin pumps should not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. No unexpected weak battery alarms were noted. The insulin pump failed the displacement test and alarmed motor error due to an out of phase motor encoder signal. Unable to verify the error alarms due to the motor anomaly. No unexpected re-setting anomalies were noted.